Manufacturer narrative:
An event of patient-device incompatibility (pericardial effusion), angina, and pain was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported pericardial effusion could not be determined. The reported angina and pain are cascading effects of pericardial effusion. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer torqvue 45x45 delivery sheath in a patient with a difficulty anatomy. The transseptal puncture was inferior/mid. During procedure, the amulet was recaptured 3-4 times and was under compressed. It was attempted to be implanted deeper, however it was not able to achieve a stable result and was not implanted. It was exchanged for a new 31mm amplatzer amulet. The 31mm amulet was recaptured 3 times before final device position was acceptable. The amulet appeared to settle into a sub selected lobe/deep narrowing area of appendage. There was an "unusual" shape to the amulet, however the shape was acceptable and stable in the opinion of the user. No baseline effusion was reported. The patient's activated clotting time (act) was 350 and a total of 10k heparin was administered during procedure. The patient's rhythm was sinus. Protamine/reversal agent was administered during procedure. The left atrial pressure was 13. On (B)(6) 2024, the patient presented to their primary care provider (pcp) with complaints of shoulder pain and chest discomfort with deep breathing. The patient was improving until (B)(6) 2024 when symptoms returned. On (B)(6) 2024, the patient presented to the emergency department with chest pain and right shoulder pain; no shortness of breath was reported. Echo was performed, which showed small to moderate pericardial effusion and the patient was admitted. The dimensions of the effusion are unknown. No intervention to drain the fluid was performed and the patient was monitored. The user alleged that the 31mm was the cause of the effusion. The effusion remained unchanged without cardiac tamponade. Therefore, on (B)(6) 2024, the patient was discharged home in stable condition.